Event description:
The advocate called for help with the customer's contour system.she said the customer felt as if his blood glucose was dropping, but his contour read 117 mg/dl.paramedics were called within the hour and they tested the customer's glucose at 25 mg/dl when they arrived.the customer was taken to the hospital. He was still hospitalized at the time of the call.no other information was provided about the event.the advocate was advised to return the test strips for evaluation.replacement test strips and a new meter were sent to the customer.